Manufacturer narrative:
Lumenis contacted its subsidiary to investigate the reported event, other than the initial report no additional information had been provided. Although no injury was reported and no medical intervention was required to preclude permanent impairment, lumenis is aware that the same malfunction was alleged to have caused or continued to a 'serious injury' (cancelled procedure of an anesthetized patient: MDR# 3004135191-2017-00186). Lumenis is reporting this event as it represents a reportable malfunction. The device has not been received for analysis. Therefore a failure analysis of the complaint device could not be completed. Should additional relevant details become available, a supplemental report will be submitted. Lumenis initiated CAPA # (B)(4) to continue its investigation of this and similar reported events, and to determine if corrective action is required.

Event description:
A user facility reported that their versacut tissue morcellator was "not working properly" during a procedure, specifically the blade movement of the device. No report of serious injury or medical intervention to preclude serious injury was received.